Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was not confirmed, however manual handling of the set's silicone segment revealed that the area directly below the upper fitment seemed to be more pliable when pressed. Functional testing resulted in no bulging. Pressure testing replicated the bulge on the silicone segment directly below the upper fitment. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported IV tubing noted to be "bulging" in the soft silicone segment which sits inside the pump channel. There was no patient harm.